Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump was not giving enough insulin. The customer reported blood glucose value of 272 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880l, mmt-242a, unk_sensor, mmt-342. Troubleshooting was unable to perform due to customer declined it. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1880l, mmt-242a, unk_sensor, mmt-342.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. During download history review, no relevant alarms were recorded in the download history files to confirm the reason code. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage noted. However, component a1 was found detached from pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations are not confirmed. Unable to confirm customer alleged concern of high bgs. No relevant alarms noted in download history review. However, upon deconstructive analysis, component a1 on pcb1 was found detached. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.